Manufacturer narrative:
The customer¿s report of leaking was confirmed. The leaks originated from multiple cracks found on the female luer wall. Visual inspection confirmed no evidence of tool marks or over torque. The cause of the cracks was not identified.

Manufacturer narrative:
Concomitant product: medline syringe swabflush (zr flush syringe w/integrated swabcap) model e0103-01, lot # 3127060, exp 01/01/2018; therapy date 05/04/2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states "a nurse stated she had observed at least 3 times pca tubing leaking at a port with a flush syringe connected to it. It is unknown if the leak is from a faulty flush syringe or tubing port."